Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - source literature article: "a case of early postoperative occlusion of leg after evar for the left common iliac artery aneurysm using afx2 and excluder iliac extender". Journal of japan surgical association, volume 80, extra issue, page 809 (published in october 2019).

Event description:
The following publication was reviewed: "a case of early postoperative occlusion of leg after evar for the left common iliac artery aneurysm using afx2 and excluder iliac extender". On an unknown date, computed tomography (CT) showed a left common iliac artery aneurysm (diameter 43 mm). The physician elected to perform endovascular treatment for the aneurysm. Reportedly, the right common iliac artery had severe calcification, and the right external iliac artery had surface irregularity on its vascular intima (diameter 6-7 mm). A gore® excluder® aaa endoprosthesis iliac extender component was implanted in the bilateral iliac arteries. A non-gore stent graft (afx2 bifurcated main-body) was then implanted proximal to the legs. The procedure was completed. Five days after the implantation, CT showed no endoleak around the left common iliac artery. It seemed that the lumen of the overlapped area between the iliac extender component in the right external iliac artery and the right leg of the non-gore stent graft was small, but blood flow to the distal area was kept. Ankle-brachial index (abi) in the right side decreased to 0.44 (preoperative abi was 0.94). The patient discharged from the hospital on this date. Two days after the discharge, the patient presented to the hospital and complained of severe claudication. Emergency CT showed complete blockage from the proximal overlapped area of the iliac extender component in the right leg to the proximal area of the right inguinal ligament. Twenty days after the initial implantation, femoral-femoral bypass was created, and abi was improved to 0.78. The physician reportedly considered that an overlap of stent grafts makes lumen smaller and may cause an early leg occlusion in such a case with hostile access vessel.